Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-00490. Reference MFR. Report#: 1627487-2019-00492.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-00490; reference MFR. Report#: 1627487-2019-00492. It was reported the patient underwent surgical intervention wherein the scs system was explanted (reason and explant date unknown).